Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. H6: proposed annex g code: mechanical (g04) - drill. Visual examination of the provided pictures identified the drill has fractured near where the fluted portion of the drill meets the drill base. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill was fractured while fixing the mandible. No fragments were retained by the patient. It was noted by the surgeon that he may have bumped the mandible during drilling. Attempts have been made and additional information on the reported event is unavailable at this time.